Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mcq380, mfg. Date:3/21/2018; exp. Date: 2/28/2023, batch mkj572; mfg. Date: 9/18/2018; exp. Date: 8/31/2023. A manufacturing record review was performed for the finished device possible batch numbers mkj572, mcq380 and no non-conformance's were identified. Investigation summary: it was received for analysis an unopened sample of product code 8702, lot mjk572. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements. Investigation summary: it was received for analysis an unopened sample of product code 8702, lot mcq380. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements. Note: events reported via mw # 2210968-2019-89538, 2210968-2019-89540, 2210968-2019-89541, 2210968-2019-89542.

Event description:
It was reported that the patient underwent av fistula procedure on an unknown date and suture was used. When the surgeon tried to do the anastomosis at the vessel, the suture snapped when passed through the tissue. It was reported this happened for a few times. The procedure was completed successfully. There were no adverse patient consequences reported.